Event description:
It was reported the customer received a compromised force sensor system alarm. The customer also stated insulin was squirting out during the manual prime process. Customer's blood glucose was 116 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. It was also found the customer received an unexpected restart alarm. The customer stated their temp basal was not programmed before the unexpected restart alarm occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The device passed self-test, unexpected restart error test, and displacement test. The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose/flush drive support disk. Occlusion test, prime test, and excessive no delivery test were not performed due the alarms. The device had cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratched display window, and missing end cap sticker.